Event description:
The following has been reported: customer reported: "pump is giving repeated casette loading errors. They tried several admin sets, same issue. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.